Event description:
A falsely elevated troponin 1 result of 4.29 ng/ml was obtained. The elevated result was reported to the physician who questioned the result. The same sample was tested on the same instrument and a result of 4.20 ng/ml was obtained. Other cardiac markers were negative. Patient treatment was not prescribed or altered and there was no report of adverse health consequences to the patient as a result of the falsely elevated troponin I result. Analysis of instrument data indicates that the most likely cause for the falsely elevated troponin I results was non specific binding.